Event description:
It was reported to bsc on 01/29/2007, that during an ercp "it was noticed that the cutting wire from the jagtome was broken at the proximal end of the bow, and therefore, was not allowing the current to perform any cutting." It was also reported that the procedure was completed successfully using a second device and there were no adverse effects for the patient.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.